Event description:
It was reported that the patient's pump is alarming for no disposable, clamp tubing. The alarm was silenced, the settings were reviewed and the clamp was closed. The cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles in the line. The cassette was replaced and the alarm persisted. Again, the cassette was removed and gently tapped and the tubing was massaged to disperse air bubbles in the line. After replacing the cassette, the alarm persisted. The pump was powered off. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.